Event description:
It was reported displayed a communication error, and the system was rebooted to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.